Manufacturer narrative:
The technician replaced the motor controller to resolve the issue.

Event description:
The account alleged the bed features accessed from the side rail were not functioning. The technician found evidence of fluid ingress and a non-functioning motor controller. No pt impact.